Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed increased threshold measurements. In addition, there was no capture at maximum pacing outputs. In addition, there was an acute increase in impedance measurements from 500 ohms to 1200 ohms. The patient with this lead reported feeling more fatigued. Reprogramming the device resulted in continuous diaphragmatic and pocket stimulation. A decision was made to deactivate this lead. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this left ventricular lead remains implanted and deactivated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.